Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter was damaged (broken in two pieces at 11.5 cm). The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leur hub broke off the catheter during slitting. The hub and catheter were removed. No patient complications have been reported as a result of this event.